Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found in specification in relation to the reported delivery of a secondary intravenous (IV) infusion instead of the intended primary IV infusion which was reproduced. Review of the event history log indicates the user was operating the device at infusion parameters (rate >300ml/hr) which would lead to unintended infusion of the secondary bag if the line was not occluded. Device investigations attempted to reproduce the customer allegation by performing a secondary infusion with the customer reported parameters which are outside of recommended ranges for the type of infusion attempted. With the secondary line unclamped, flow was observed from the primary and secondary lines. With the customer programmed parameters, a correct setup, and the secondary line not occluded, it is expected that the device will infuse from the secondary bag; therefore, the device functioned as designed. No device malfunction was observed which may have contributed to the reported event. Use errors and proper user instructions are addressed in ¿spectrum operator manual¿, which is shipped with every spectrum device. The spectrum v8 operator¿s manual contains the following warnings when programming a secondary infusion: "flow rates above 300 ml/hr may cause fluid to be siphoned from the primary container during a secondary infusion." "Close the clamp on the secondary line or remove the secondary container administration set to prevent the secondary drug from flowing when the primary mode is intended." It also provides step by step instruction for the proper set up of an infusion with the device. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump delivered a secondary intravenous (IV) infusion instead of the intended primary IV infusion during therapy in a procedure room of the gastrointestinal endoscopy unit in preparation for procedure. According to the reporting nurse, the primary IV infusion was programmed with 500 ml of sodium chloride (nacl/normal saline) at keep vein open (kvo) rate, while the secondary infusion was programmed with an unspecified anaesthetic agent (dosage, volume and infusion rate of the anaesthetic drug were unreported). Allegedly, following the start of the infusion, the patient's pulse oxymetry was noted to show decreasing saturation levels. It was then identified that the IV anaesthetic medication was being infused instead of the intended primary IV infusion (500ml nacl). In response to this, the anaesthetic infusion was reported to have been stopped immediately, the patient was placed on a non-rebreather, and oxygen saturation levels were restored. The procedure was reported to be completed with no complications.